Manufacturer narrative:
Follow-up #1: date of submission 04/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 03/30/2016 with the following findings: during investigation, the keypad was found to be intact: no damage was observed. During testing, all the keypad buttons responded appropriately. The keypad was removed and no contamination was found under the button contacts. Unrelated to the complaint, investigation revealed a dim, faded and discolored display. Also unrelated to the complaint, the audio bolus button was observed to be torn.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.